Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. The investigation determined the likely cause of the reported event was a worn video connector receiver, likely due to the age of the device and frequency of use, or excessive force applied by the user. The investigation determined the likely cause of the ap board failure, identified on the device evaluation, was deterioration associated with the age of the device and frequency of use. The likely cause of the dr board failure, identified on the device evaluation, was failure of the operational amplifier and related to design; the product was manufactured prior to implementation of a circuit design change to the operational amplifier. As stated in the instructions for use, to prevent damage to the video connector socket, "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down." "When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; however, a full inspection was performed and the unit failed inspection due to "black image," caused by a faulty ap and dr patient board set. In addition, the scope socket was found worn, causing a poor connection with scopes and cameral heads.

Event description:
A user facility reported to olympus that the pigtail that connects the scope to the video processor was not making a good connection and that if the connection was held, it would connect properly for a brief amount of time. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.